Event description:
It was reported that this right atrial (ra) lead exhibited a decrease in pacing impedance, but it remained within normal limits. Additionally, the ra lead also exhibited undersensing and high pacing thresholds. This ra remains implanted but was turned off; the patient is not pacing dependent. No adverse patient effects were reported.